Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat cystocele, rectocele and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/ bowel problems, recurrence, and bleeding. It was reported that patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2012 due to mesh erosion, suprapubic pain and setting off metal detectors post-op. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05900. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency and hematuria. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency and hematuria.